Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope had no flow from the main air/water system. Upon inspection and testing of the returned device, foreign material was found clogged in the air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The results of evaluation provided the following: - the nozzle was clogged by a white transparent plastic. - neither air nor water at the output of endoscope was observed due to a clogged nozzle. - a-rubber [bending section cover] gluing worn out. - c cover [plastic distal end cover] dent. - lg [light guide] lens chipped ( x 1). - protector of connecting tube cut. - key top n°3 cut. - knob play and less angulations. - contact pins of plug-unit damaged. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a foreign material like white clear plastic - however, the foreign material in the nozzle was unable to be further specified. No any obvious deviation of reprocessing was observed. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device (cleaning of the nozzle according to the instructions for use (IFU) to prevent further recurrence of the suggested phenomenon. Olympus will continue to monitor field performance for this device.